Manufacturer narrative:
No additional information was provided, including if an autopsy was performed and if so, if results could be provided. No intuitive surgical product has been implicated or returned for failure analysis. A review of the site history logs for the instruments used during the reported procedure found that the following multiple use instruments were used in subsequent procedures with no reported complaints: tip-up fenestrated grasper, endoscope plus 30 degrees, fenestrated bipolar forceps. The vessel sealer extend (vse) and the sureform 60 stapler instruments used during the procedure are single use devices. An advanced stapler log review showed the sureform 60 stapler was installed on the system 7 times and fired 7 reloads (1 blue, followed by 6 white). All clamping and firing actions were completed successfully . There were no stapler related errors in the system logs. The emergency stop (e-stop) button was pressed approximately 8 minutes after the stapler was unclamped on install 7. Review of the logs for the procedure date and the 5 subsequent procedures did not reveal any system errors that would have caused or contributed to the reported event. A device history record review found no non-conformances identified that would be related to the event. An advanced energy log review shows the vse was installed and passed homing. There were 60 cut complete events recorded with no errors. The e100 electrosurgical generator logs show 8 coagulation and 65 seal events with no errors. Additionally, there were no vse related errors in the system logs. A review of the event was performed by an intuitive surgical medical safety officer (mso) who concluded that based on the available information, the patient in this report died of bleeding which occurred postoperatively. The source appeared to be the omentum. The reason for the omental bleed, or how the omentum may have been involved in the index procedure, was not provided. Based on the information provided, there is insufficient information available to determine if any intuitive surgical products or instruments contributed to this catastrophic event.

Event description:
It was reported that after a da vinci assisted sleeve gastrectomy, the patient experienced bleeding and later expired. The hospital or director reported that the post-operative bleeding may have started soon after the procedure was completed; however, the early signs of bleeding did not manifest immediately due to the patient's large size, the amount of abdominal distention was difficult to assess, and the patient had taken a beta blocker the morning of the surgery. The patient was initially normotensive and did not have an elevated heart rate as typically would occur with bleeding. The patient ¿started having trouble¿ at an unspecified time post-procedure and was returned to the or for a diagnostic exploration to control suspected bleeding. The surgeon attempted a laparoscopic approach; however, had a hard time finding the cause of the bleeding, requiring conversion to open, where it was discovered that the bleeding was coming from the omentum. It was stated that the patient did not expire on the date of the surgery, but the actual date of death was not provided.